Manufacturer narrative:
The na electrode lot number is w52 38, the k electrode lot number is g11 64, and the cl electrode lot number is s93 86. The electrode expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable ise results for approximately 30 patient samples tested on the cobas 6000 c501 module. Controls and patient samples tested that morning had much lower ise results when compared to results obtained on a second analyzer. The customer provided an example of one patient sample with discrepant ise results measured with the na electrode, k electrode, and cl electrode. The sample was repeated on a second analyzer and the repeat results were deemed correct. The sample initially resulted in the following values: na = 118 mmol/l. K = 4.13 mmol/l. Cl = 88.0 mmol/l. The sample repeated with the following values: na = 142 mmol/l. K = 4.70 mmol/l. Cl = 103 mmol/l.

Manufacturer narrative:
Medwatch field e1. Has been updated.

Manufacturer narrative:
Calibration data was acceptable. Based on the provided quality control data, at least one level of control for each ise test was outside of range. The field service engineer observed an overflowing ise bath. The ise vacuum tubing was unplugged from the vacuum bottle. The sample probe was replaced due to a missing seal and the ise vacuum tubing was reconnected. Probe adjustments were performed. The rinse mechanism levels and gear pump pressure were verified to be within specifications. Ise checks, calibration, and controls passed within the customer's specifications. Precision studies recovered within specifications. Operational and mechanical checks passed. The investigation determined the service actions resolved the issue.